Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. This involves both right and left eye and patient was wearing a different device in each eye. Please refer to linked manufacturer report (B)(4) for the link incident report.

Event description:
This incident was reported by the eye care professional, and limited information has been made available. It is reported by the patient to the eye care professional that they experienced an infection in both eyes (ou) after wearing contact lenses and were seen by a specialist, contact information not provided by the patient or eye care professional. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the incident with a lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate. As patient indicates ou infection and was using a different device in the other eye, refer to manufacturer report (B)(4).